Manufacturer narrative:
Retained samples and returned customer samples of the same lot have been inspected visually, electrically and thermally. Mechanical tests were performed on 4 retained samples and on 2 returned customer samples. All tested samples were found to perform within limits. No faults were detected. The involved device has not been made available to us. Pictures of the injury had been provided and showed the injury on the lower back of the patient. As the injury was on the back of the patient and not underneath the dispersive electrode (on the thigh), we assume that the injury was caused by a direct electrical contact between the patient and the operating room table or the heating blanket and not by the dispersive electrode. We therefore consider the investigation closed.

Event description:
On (B)(6) 2018 a 6 minutes surgery (morton neuroma removal) was performed at (B)(6) hospital, (B)(6). A monitoring dispersive electrode (model wr21) and a rem equipped erbe vio 300s generator were used. The patient was described as slim. The patient had been placed on a heating blanket. The patient was lying in the supine position and not repositioned. The dispersive electrode was placed on the right thigh. It was reported that the electrode was adhering well to the patient skin. The patient skin was not cleaned, not shaven, not disinfected, not dried and no ointment had been used. The generator output was described as "effect 3 watt 90 cut; effect 2 watt 50 coagulation". The generator output was not raised during surgery. After the procedure a skin burn was discovered on the lower back area. The user provided pictures taken after the procedure showing an approximately 4x4cm second degree burn. The injury had been treated by the woundmanager with "hydrocolloid dressings".